Event description:
Meter name: unknown. Strip name: surestep. Meter code: unknown. Strip code: unknown. Strip storage: stored correctly. Symptoms: no symptoms. The patient reported that there was an issue with the test strips. The test strips allegedly had a discolored membrane. The results on the patient's meter was 35(units not specified). There is no result documented from any other source. There was no comparison between the patient's meter and another device. There was no treatment. No further information has been reported.